Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The devices currently remain implanted, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, see also 0001032347-2015-00471 and 000472. Remains implanted.

Event description:
The surgeon reported a revision surgery is planned due to malocclusion. It is reported the patient appeared to have perfect bite alignment during surgery, however post op she has a significant malocclusion that has not responded to elastic traction therapy. The surgeon intends to remove the mandibular screws, readjust the mandibular prosthesis, and then fixate with new screws. The revision surgery is anticipated in (B)(6) 2016, but no date has been set yet.